Event description:
Alleged the head function is running unintentionally. The facility's maintenance indicated he can lower the head section using the CPR release, but it will back up again.

Manufacturer narrative:
The facility removed the pendant and found the head section would no longer run up unintentionally. The facility replaced the pendant to repair the bed. Possible switch sticking.